Event description:
Issues with the hillrom - trumpf table. The trumpf table is unresponsive and not working correctly. Today, the hybrid staff elevated the table approximately 6 inches, the alarm went off, and the staff were unable to move the table. Eventually, they got the table to move very slightly using the hand control and the alarm stopped. Per email from reporter, neither vendor, siemens or trumpf, can confirm if the problem is on their side and are collaborating to make sure that it doesn¿t happen again. Per email from leader, it still happened and x2 and may be repeated in another facility and cause patient harm. Doctor even refused to use the room until investigated. It was significant enough to shut down our services. Manufacturer response for surgical table, trusystem 7500 hybrid plus (fc) (per site reporter): neither vendor, siemens or trumpf, can confirm if the problem is on their side and are collaborating to make sure that it doesn¿t happen again